Event description:
It was reported that patient was not getting adequate pain relief despite reprogramming done. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.